Event description:
Patient presented to the ed with chest pain. Rvtip to rvcoil lead impedance warning on (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).